Event description:
On (B)(6) 2011, this pt underwent treatment of a ruptured abdominal aortic aneurysm with a gore excluder aaa endoprosthesis featuring c3 delivery system. When the deployment string was pulled on the c3 device, the device migrated distally about 2 cm due to the pt's high blood pressure and the physician pulling on the device during deployment. The physician attempted to reposition the device, but it was reported the constrained device was again pushed 2 cm distally due to the pt's blood pressure. Attempts were made to reposition the graft proximally, but the graft could not be repositioned. Since the graft was now approx 5 cm below the intended deployment site, the physician decided to leave the device in the aneurysm sac and implant an additional c3 proximal to the first c3 device. The procedure concluded with no further issue, and the pt tolerated the procedure. Post-operatively on (B)(6) 2011, the pt developed paraplegia. It was reported the pt was hypotensive post-operatively, which reportedly caused the paraplegia. It is unk if a spinal drain was placed. The pt was placed on respiratory support. The pt developed renal failure and a dialysis catheter was placed on (B)(6) 2011. The pt was on full code and was changed to dnr and dni on (B)(6) 2011 per family instruction. On (B)(6) 2011, the pt expired. The cause of death was reported to be respiratory failure. It is unk if an autopsy was performed.

Manufacturer narrative:
Additional device implanted and involved in this event: (B)(4).